Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, when physician opened the box, the device fractured. There is no further info regarding this event.